Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) sales associate contacted the isi technical support engineer (tse) regarding integrated electrosurgical generator unit (iesu) errors c-34 and c-92. The reported complaint remained after the customer attempted to power cycle the iesu multiple times and use new instrument along with cables. According to the sales associate, a backup generator was available, and they would be switching to the backup generator for the surgical procedure. A second call was made to tse by the sales associate requesting assistance with connecting the force triad generator. The tse assisted the sales associate but was unable to get the monopolar energy. The sales associate confirmed that the energy cables and grounding pads were connected to the force triad. Tse recommended for the customer to check their settings, and they were confirmed. The sales associate stated that the vision side tower would be swapped. The procedure was converted to another da vinci system with no reported injury. Isi contacted the sales associate and the site's robotics coordinator and obtained the following information: the procedure was completed by switching out the vision side tower with one from another room.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm issue via system logs and reproduce issue during in-house testing. The unit was placed on a system and was run in normal mode. The root cause was attributed to a high frequency voltage issue.

Manufacturer narrative:
The probable root cause is attributed to component failure based on electrical and fiberoptic defects. Measurement value for hf voltage too small with on found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.